Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2006: patient presented with back pain radiating into her legs. Patient had failed extensive course of physical therapy and injection treatment. Patient underwent MRI which was significant for stenosis and degenerative diseases at those two levels. Patient had concordant discography at the l4-l5 and l5-s1 level. Pre-op diagnoses: degenerative disc diseases at l4-l5, l5-s1. Lumbar stenosis. Lumbar radicular syndrome. Patient underwent following procedures: l4 bilateral laminectomies, foraminotomies, and facetectomies, with decompression of bilateral l4 nerve roots. L5 bilateral laminectomies, facetectomies, and foraminotomies with bilateral decompression of l5 nerve roots. S1 bilateral laminectomies, foraminotomies, and facetectomies, with decompression of bilateral s1 nerve roots. L4-l5 transforaminal lumbar interbody fusion. L5-s1 transforaminal lumbar interbody fusion. L4-l5 posterolateral fusion. L5-s1 posterolateral fusion. Pedicle screw fixation bilaterally at l4, l5, and s1. Insertion of biomechanical device x2 at l4-l5, and l5-s1. Use of structural allograft, grafton and rhbmp-2/acs for spinal fusion. Use of local autograft from spinous process and lamina for spinal fusion. Per op notes, neurophysiologic monitoring was established. Intraoperative x-ray confirmed operative level. Surgeons proceeded with transforaminal lumbar interbody fusion. At l5-s1 level, after performing annulotomy, appropriate sized peek cage device measuring 11 x 25 mm was chosen. This was packed with rhbmp-2/acs, structural allograft and then impacted into position under visualization with intraoperative fluoroscopy. At l4-l5 level, the appropriate sized p eek cage device measuring 11 x 25 mm was packed with structural allograft, rhbmp-2/acs and then impacted into position under fluoroscopic guidance. At this point, surgeon proceeded with aesculap pedicle screw fixation. Then pedicles probes were placed bilaterally at l4, ls, and s1; 6.0 x 40 mm screws were placed bilaterally at l4 and l5 and 7.0 x 30 mm screws were placed at the sacrum. Intraoperative neurophysiological monitoring was utilized to test the screws, they were all tested and within normal limits. Intraoperative x-rays confirmed placement of the screws and connecting rods and set screws were then applied. Surgeon then proceeded with the posterolateral fusion at l4-l5 and l5-s1 bilaterally. The fusion was then accomplished by decorticating down with structural allograft, rhbmp-2/acs and grafton matrix as well as local autograft harvested from the spinous process and lamina. There were no complications. (B)(6) 2006: patient underwent MRI of the lumbar spine status post surgery. Findings may represent an abscess or other type of fluid collection. (B)(6) 2009: patient underwent CT of the lumbar spine without IV contrast due to low back pain, left lower extremity pain, remote history of mva and back surgery. Conclusion: some posterior osteophyte bone graft fusion material at l5-s1 in combination with left facet degenerative changes results in some mild mass effect on, and possibly impingement all the descending left s1 nerve root. Solid l4 to s1 posterior and anterior lumbar fusion and adequate posterior decompression. Additional lumbar degenerative changes. Spinal stimulator device enters the spinal canal at t12-l1 and extends beyond the upper limits of the study.